Manufacturer narrative:
Concomitant medical products: dtba1d1 crt-d, implanted: (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient¿s right ventricular (rv) lead triggered a lead integrity alert (lia) due to noise. In addition, the rv lead exhibited varying/high pacing impedance. A fracture of the rv lead was suspected. The rv lead remains in use; however, an rv lead revision is planned. No patient complications have been reported as a result of this event.